Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor disconnected from the ilet while continuing to function with the dexcom app, and subsequent attempts to pair a replacement sensor to the ilet failed despite use of the provided pairing code; the event represented an intermittent communication failure between the cgm and the ilet involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were reported as unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with device components implicated in the electrical/magnetic path and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.